Manufacturer narrative:
Multiple external batteries were inserted into battery bay #2, and although full insertion was achieved in battery bay #2, the fit was found to be much tighter than in battery bay #1. The cover skin was replaced. After cover skin replacement, the fit test was re-performed and full battery insertion was achieved with no tightness observed. This failure mode poses a low risk to a pt because the issue was observed when the driver was not supporting a pt. The battery fit issue would not prevent the driver from performing its life-sustaining functions. In addition, the companion 2 driver has redundant power sources of external wall power and an internal emergency battery. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its eval of this complaint and is closing this file.

Event description:
The companion 2 driver was not supporting a pt. The customer reported that an external battery did not fit into battery well #2 on the driver. The customer also attempted to insert three add'l external batteries into battery well #2 without success. The customer further confirmed that these batteries could be inserted in the other battery well and in other devices. The companion 2 driver was returned to syncardia for eval. Visual inspection of the driver's external and internal components revealed no anomalies. Review of the driver's electronic pt file revealed no anomalies.